Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# va0d8am, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change of therapy. It was noted that the patient had a fall 8 months ago and a fall 2 weeks ago. The patient had not felt stimulation in 2 months, stating it was "not working." When attempting to check if the device was on, a poor communication screen was seen on the programmer. Troubleshooting attempts, including unplugging antenna and repositioning antenna, did not resolve the poor communication issue. The programmer did "not work with either antenna," so it was replaced. However, programmer replacement also did not resolve the issue. A doctor visit was "necessary" as well as "possible x-rays." Actions and outcome remain unknown. Follow up was conducted to obtain additional information. The indication for use included gastro intestinal/pelvic floor.